Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have resolved the issue by replacing the o2 sensor.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated an oxygen (o2) sensor diagnostic message. The ventilator continued to ventilate the patient. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.